Event description:
Ems personnel were attending to a pt in full cardiac arrest. CPR was started and the pt was diagnosed to be in ventricular fibrillation. The pt was countershocked and converted to asystole. An attempt was made to externally pace however, the device allegedly displayed a leads message and would not start pacing. The operator reportedly checked all cable/electrode connections and replaced the pacing cable with no effect. The pt was not resuscitated. The reporter stated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the pt's viability.